Event description:
A malfunction on the pump was reported by the caller, who noted that the pump screen had gone dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.